Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was also an issue with the ebb in the controller. The ebb was drained and unable to sustain the vad where the patient did connect for batteries for a short period of time. It was reported that there was also an ebb circuit fault alarm due to the ebb being run down. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported no external power alarms were confirmed via log file analysis. The reported event of the backup battery not supporting pump function was not confirmed. The heartmate mobile power unit (mpu) (B)(6) was not returned for analysis; however, a log file was submitted for review spanning approximately 4 days (B)(6) 2020 per timestamp). On (B)(6) 2020 at 22:17:13 - 22:17:19 there was a low power advisory alarm while connected to the mpu that became a no external power event due to a loss of ac power. This event resolved when power was reconnected. This event cleared on its own and the backup battery provided power during this event. On (B)(6) 2020 at 08:56:56 - 8:57:44 there was a low power advisory alarm while connected to the mpu that became a no external power event due to a loss of ac power. This event cleared when the patient connected to 14v battery power and the backup battery provided power during this event. On (B)(6) 2020 at 11:44:31 - 11:44:38 there was a no external power event due to the patient disconnecting both 14v batteries. This event cleared after both 14v batteries were reconnected. During this event there was a backup battery circuit fault at 11:44:36; however, this event did not cause a backup battery fault alarm and was due to 14v battery power being reconnected. The backup battery provided power during the no external power event prior to power being connected. There were no issues observed with the backup battery being able to support a pump in the log file. There were no other notable alarms in the log file. Pump operation was not affected. Additional information communicated on 01dec2020 indicated that there was no issue with equipment performance, that the patient had a v-lock connector, that the no external power events on mobile power unit (mpu) power were due to the patient tripping on the ac power cable, that the patient had also disconnected both 14v batteries simultaneously, that the patient continues to use the original backup battery without issue, and that no equipment would be returning at this time. The root cause of the reported no external power events while connected to the mpu were determined to be from the patient tripping on the mpu ac power cable, as reported. The root cause of the reported no external power alarm while connected to 14v battery power was determined to be from the patient removing both 14v batteries simultaneously, as reported. The root cause of the reported backup battery not supporting a pump was not able to be conclusively determined. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6) was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 instructions for use section (IFU) 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including no external power and backup battery fault alarms. Heartmate 3 IFU section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user not to disconnect power from both power cables simultaneously. Heartmate 3 IFU section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2020-05883.